Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this patient implanted with this right ventricular (rv) lead experienced phrenic nerve stimulation requiring a revision procedure about two months post implant. During revision, this lead helix was unable to retract and a different lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Upon return and analysis this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead experienced phrenic nerve stimulation requiring a revision procedure about two months post implant. During revision, this lead helix was unable to retract and a different lead was implanted. No adverse patient effects were reported.